Event description:
A malfunction was reported by the customer, identified as malfunction 12-0x2071, for which additional details were unavailable. The impact on the customer's blood glucose level could not be determined as no information was provided. The pump is expected to be returned for evaluation, and a replacement pump with serial number 1490879 has been issued to the customer.